Event description:
A caller reported an alarm related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through various troubleshooting steps, including disconnecting the tubing and replacing the cartridge. Despite persistent occlusion alarms and noticing a ball of insulin, there were no visible cracks or damage in the cartridge. The customer followed guidance to fill and load a new cartridge and continued with insulin therapy after changing supplies as necessary.